Manufacturer narrative:
The unit had a broken belt clip slot, a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, cracked on display window, a severely scratched display window, and a stained end cap sticker noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that there were several scratches on the display window and cracks near the battery compartment. The customer's blood glucose level was unknown. No further details were provided.